Event description:
The customer reported that the device was stuck in service mode and was unresponsive.

Manufacturer narrative:
The device was returned to philips and evaluated. The symptom was verified. Replacing the control pca resolved the reported issue.